Event description:
Initially, the case was submitted on 22-mar-2019. However, upon receipt of follow up information of complaint investigation, all the test results were within specifications, therefore the infusion set cannot be related to the reported event. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her set kept coming off as the site was disconnected from her (cannula) at the quick release while sleeping, this issue occurred numerous times and thought it was her fault. In the morning of this report, this issue occurred again, and her blood glucose level was 396 mg/dl. This issue occurred with the same lot (5 boxes) a dozen times. The site location was at the thigh because the abdomen does not work well for her (harden tissue) and the pump was on her waist inside a fanny pack. The infusion was in use for half a day. Reportedly, the infusions were stored in her boxes in her hallway. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her set kept coming off as the site was disconnected from her (cannula) at the quick release while sleeping, this issue occurred numerous times and thought it was her fault. In the morning of this report, this issue occurred again, and her blood glucose level was 396 mg/dl. This issue occurred with the same lot (5 boxes) a dozen times. The site location was at the thigh because the abdomen does not work well for her (harden tissue) and the pump was on her waist inside a fanny pack. The infusion was in use for half a day. Reportedly, the infusions were stored in her boxes in her hallway. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.